Event description:
Facility chief equipment tech reported heparin pump on the baxter sps 1550 device stopped the infusion of heparin during hemodialysis treatment causing the bloodtubing circuit to clot off. Healthcare professional reported to the chief equipment technician that the pt did have problems with the catheter access and flow problems which may have also contributed to the circuit clotting off. No pt injury or medical intervention reported by chief equipment technician.

Event description:
Facility was unable to supply specifics regarding this event. No medical intervention necessary and no pt injury was indicated by facility personnel.